Event description:
Info received indicates the siderails will not latch.

Manufacturer narrative:
The technician found the siderail latch pins were rusted. The technician cleaned and lubricated the four siderail latch pins to repair the bed.